Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered several rounds of anti-tachycardia pacing (atp) after the ventricular rate appeared to be faster than the atrial rate. Boston scientific technical services (ts) was contacted to review the data from the remote monitoring system. The ts consultant discussed that the patient was experiencing an supraventricular tachycardia (svt) and the ICD was inhibiting therapy delivery appropriately. However, one p-wave is then undersensed by the device due to the low morphology than the previous p-waves and the device then delivered atp per programming until therapy was exhausted in the episode. No adverse patient effects were reported.

Manufacturer narrative:
No changes to the ICD's programming was made as the device was operating normally and it was only one low p-wave that resulted in atp delivery. The ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.